Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 sensor o-ring was reseated, and the unit was returned to service. The customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported the unit had a large leak. There was no report of patient injury.